Event description:
The customer reported that the system kept shutting down with communication error messages. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply connectors, gib, hvrs and ffb were reseated. Also the power supply voltage was adjusted. The system was then found to be operating as intended.